Event description:
This is a spontaneous case report received from a consumer in united states on 29-apr-2014 which refers to a (B)(6) female consumer who received essure (fallopian tube occlusion insert) and experienced 6 months of heavy clotting and bleeding, diagnosed with double bacterial infection that took 8 months to clear up, ruptured appendix that was sitting and rotting for 2 months, another infection by her belly button, and severe pain on her left side that is worse when she is bleeding. No information given on consumer's history, past drugs and concurrent conditions. It was not reported whether the consumer received any concomitant medication. In (B)(6) 2013 the consumer had essure (fallopian tube occlusion insert) inserted. It was not reported whether essure was used previously. After insertion, consumer experienced 6 months of heavy clotting and bleeding. She was diagnosed with a "double bacterial infection" that took 8 months to clear up. In (B)(6) 2013, she experienced a ruptured appendix, that was "sitting and rotting" for 2 months and had surgery to remove it. She now has another infection by her "belly button", that had a culture done and she is waiting for the report. She has been on multiple courses of antibiotic therapy. She continued to have severe pain on her left side that is worse when she was bleeding. Reporter causality: the relationship between 6 months of heavy clotting and bleeding, diagnosed with double bacterial infection that took 8 months to clear up, ruptured appendix that was sitting and rotting for 2 months, another infection by her belly button, and severe pain on her left side that is worse when she is bleeding and essure was not reported. Follow-up information received on 07-may-2014 with additional information on 12-may-2014: the consumer's concurrent conditions included obesity ((B)(6)) and post-partum state ((B)(6)). Previous gynecological problems/procedures, relevant medical history and concurrent conditions were denied. Essure was inserted on (B)(6) 2013. Depo shot was given 3 days after. Hsg was done twice: first and second ((B)(6) 2013) times it was fully blocked on both sides. The consumer confirmed the previously reported events. She also experienced sweating mostly night time, cramps when she got to bed, spotting, gush of bleeding, abscess on her appendix and it was leaking until it got so big and about to rupture that she had to remove it. She stated she had bacterial infection which was inside of lady parts) - it was extremely bad, all bleeding, irritated, itchy - and treatment with antibiotics did not work. She also mentioned a cyst and infection in the umbilical area. Her first period after essure insertion occurred in (B)(6) 2013 and it was ok. The symptoms started in (B)(6) 2013. The consumer states she still had pain, constant sweating mostly at night, cramps when she got to bed, spotting and gush of bleeding. Tubal pregnancy was initially provided as diagnosis due to pain and bleeding, so hsg was re-done and infection got worse. It took till (B)(6) 2014 to get it cleared. Four (4) months of birth control pills and hormone pills were given to stop bleeding until (B)(6)2014, but it did not do any good. She was given 2 shots in genital area, 4 rounds of antibiotics, and diflucan for yeast infection. The consumer was advised to undergo a hysterectomy to control the bleeding, but she did not want to get it done. On (B)(6) 2014, the consumer had a surgery at belly for cyst and infection - it was not a laparoscopic surgery. The consumer was admitted for 2 1/2 days for appendix removal surgery. The consumer considered all the events related to essure. Ptc results provided - (B)(4). Medical assessment: the medical events reported are not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect"; risk category v: non-defective product. Based on the information available, there is no reason to suspect a quality defect. Final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. Follow-up received on 20-may-2014: no response received. Case considered to be closed. Follow-up information was received on 02-jun-2014. This case was now medically confirmed. The patient denied the use of any previous ius/iud, and any previous gynecological problems, procedures or interventions. On (B)(6) 2013 essure lot number 066891 was easily inserted. She was postpartum at that time (c/s (interpreted as caesarean section) on (B)(6) 2013). Cervical dilatation (3 mm laminaria easily placed), sounding 8 cm and analgesia (narpin scc) were applied during insertion. The visualization of the tubal ostium was easy. Fluid loss during hysteroscopy was less than 1500 cc and the procedure did not take more than 20 min. Depo provera was used as back-up contraception. There were no related diagnostic tests performed as ultrasound, flat plate x-ray, MRI, cat-scan, relevant blood tests or allergy tests. No pathology results, no hospitalization occurred. On (B)(6) 2013 the patient was seen for abnormal uterine bleeding and cramping. On (B)(6) 2013 hsg was performed. It was reported that the physician medically confirmed the events. No outcome was provided. The reporter was not aware whether essure had been removed. Follow-up received on 10-aug-2016: information received via legal claim from a lawyer on behalf of a female plaintiff states that on or about (B)(6) 2013, following discussion with her physician concerning safe and effective birth control options and consideration of material concerning the essure device, plaintiff underwent the essure procedure. In or around (B)(6) 2013, she began to experience symptoms that included but are not limited to, incontinence, dysuria, painful bloating, irregular and painful menses, heavy bleeding, frequent bouts of bacterial vaginosis, weight gain, loss of libido, sharp stabbing pelvic pains, wood swings (as reported, understood as mood swings), discharge, hot flashes, painful intercourse, and back pain. On or about (B)(6) 2014, it was determined that plaintiff required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. In addition, it was informed that plaintiff did not become aware or form a belief that her symptoms and injuries were caused by essure device and/or wrongful conduct until a later date when she became aware of women experiencing similar complications. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain, 6 months of heavy clotting and bleeding / heavy bleeding, abnormal uterine bleeding, ruptured appendix that was sitting and rotting for 2 months, and abcess on appendix and it was leaking. Both genital and uterine bleeding and pelvic pain are listed in the reference safety information for essure while ruptured appendix and abcess on appendix are unlisted. Pelvic pain and changes in bleeding pattern, including unscheduled and heavy bleedings may occur within consumers under essure use. Thus, based on a positive temporal relationship, lack of alternative explanation, and essure safety profile, causality between the events pelvic pain, 6 months of heavy clotting and bleeding / heavy bleeding and abnormal uterine bleeding and essure cannot be excluded. Ruptured appendix occurs due to inflammation and ischemia of appendiceal wall. Obstruction is the most common cause of appendicitis, but it may also follow an infection. Thus, given the etiology/ physiopathology of the events abscess on appendix and it was leaking and ruptured appendix that was sitting and rotting for 2 months, both were assessed as unrelated to essure use. This case was regarded as incident since an intervention was required (previously reported as other event). Other nonserious events were reported. According to first product technical analysis there is no reason to suspect about a quality defect of the product. Update in this analysis is expected after receiving last follow-up information. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains/ pain/ chronic pelvic pain/pelvic pain/ (severe)-constant"), appendicitis perforated ("ruptured appendix that was sitting and rotting for 2 months"), genital haemorrhage ("6 months of heavy clotting and bleeding / heavy bleeding/ abnormal bleeding"), appendiceal abscess ("abcess on my appendix and it was leaking"), uterine haemorrhage ("abnormal uterine bleeding"), allergy to metals ("nickel allergy") and coeliac disease ("allergies (I now have celiac's disease)") in a 28-year-old female patient who had essure (batch no. 066891-invalid) inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "one coil was bent in a full circle". The patient's past medical history included cesarean section on (B)(6) 2013, gravida ii, parity 2, c-section, breast feeding, hot feeling generalised on (B)(6) 2012, dysuria on (B)(6) 2012, nausea on (B)(6) 2012, c-section on (B)(6) 2013, pregnancy on (B)(6) 2013, surgery on (B)(6) 2013, multiple caesarean sections, hernia repair, dysfunctional uterine bleeding, appendectomy, cesarean section and ovarian cyst on (B)(6) 2014. Concurrent conditions included obesity, postpartum state, uterine cervix dilation procedure, analgesia, uterine cervix stenosis (stricture and stenosis of cervix), muscle spasms, menorrhagia and latex allergy. Family history included breast cancer (paternal aunt, paternal grandmother), cancer (maternal grandfather, maternal grandmother, paternal grandfather), type ii diabetes mellitus (paternal grandmother, paternal grandfather) and essential hypertension (paternal grandmother, paternal grandfather). Concomitant products included medroxyprogesterone (depo provera) from february 2013 to may 2013 for contraception as well as diazepam (valium), ibuprofen (motrin), ketorolac tromethamine (toradol), loratadine (loratab) and ropivacaine hydrochloride (naropin). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced bacterial vaginosis ("diagnosed with double bacterial infection in lady parts that took 8 months to clear up / frequent bouts of bacterial vaginosis") with genital discomfort and pruritus genital, omphalitis ("another infection by her belly button"), bacterial vulvovaginitis ("bacterial vaginitis") and allergy to metals (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced appendicitis perforated (seriousness criteria hospitalization and medically significant), dysmenorrhoea ("irregular and painful menses/ dysmenorrhea"), the first episode of vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2013, 7 months 27 days after insertion of essure, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced appendiceal abscess (seriousness criterion medically significant), pain ("severe pain on her left side that is worse when she is bleeding"), night sweats ("constant sweating mostly night time"), muscle spasms ("cramps when I get to bed"), the second episode of vaginal haemorrhage ("spotting"), cyst ("cyst in umbilical area"), fungal infection ("yeast infection"), incontinence ("incontinence"), dysuria ("dysuria"), abdominal pain ("painful bloating"), abdominal distension ("painful bloating"), menstruation irregular ("irregular and painful menses"), weight increased ("weight gain"), loss of libido ("loss of libido"), mood swings ("wood swings (as written)"), vaginal discharge ("discharge"), hot flush ("hot flashes"), dyspareunia ("painful intercourse"), back pain ("back pain"), arthralgia ("joints (hips, knees, ankles, severe- constant, almost every day at others"), pain in extremity ("feet pain"), coeliac disease (seriousness criterion medically significant), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). The patient was treated with fluconazole (diflucan), surgery (oophorectomy (bilateral removal of ovaries) and salpingectomy (bilateral removal of fallopian tubes) and surgery (oophorectomy (bilateral removal of ovaries).essure was removed on (B)(6) 2016. In (B)(6) 2014, the bacterial vaginosis had resolved. At the time of the report, the pelvic pain, appendicitis perforated, appendiceal abscess, uterine haemorrhage, omphalitis, cyst, abdominal pain lower, incontinence, dysuria, abdominal pain, abdominal distension, menstruation irregular, dysmenorrhoea, weight increased, loss of libido, mood swings, vaginal discharge, hot flush, dyspareunia, back pain, menorrhagia, bacterial vulvovaginitis, allergy to metals, arthralgia, pain in extremity, coeliac disease, cystitis and urinary tract infection outcome was unknown and the genital haemorrhage, pain, night sweats, muscle spasms and the last episode of vaginal haemorrhage had not resolved. The reporter provided no causality assessment for abdominal pain lower and uterine haemorrhage with essure. The reporter considered abdominal distension, abdominal pain, allergy to metals, appendiceal abscess, appendicitis perforated, arthralgia, back pain, bacterial vaginosis, bacterial vulvovaginitis, coeliac disease, cyst, cystitis, dysmenorrhoea, dyspareunia, dysuria, fungal infection, genital haemorrhage, hot flush, incontinence, loss of libido, menorrhagia, menstruation irregular, mood swings, muscle spasms, night sweats, omphalitis, pain, pain in extremity, pelvic pain, urinary tract infection, vaginal discharge, weight increased, the first episode of vaginal haemorrhage and the second episode of vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: medical assessment: the medical events reported are not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded ¿unconfirmed quality defect¿; risk category v: non-defective product. Based on the information available, there is no reason to suspect a quality defect. Final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. Most recent follow-up information incorporated above includes: on 12-sep-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Incident, anticipated, intervention required. This is a spontaneous case report received from a consumer in united states on (B)(6) 2014 which refers to a (B)(6) year-old female consumer who received essure (fallopian tube occlusion insert) and experienced 6 months of heavy clotting and bleeding, diagnosed with double bacterial infection that took 8 months to clear up, ruptured appendix that was sitting and rotting for 2 months, another infection by her belly button, and severe pain on her left side that is worse when she is bleeding. No information given on consumer's history, past drugs and concurrent conditions. It was not reported whether the consumer received any concomitant medication. In (B)(6) 2013 the consumer had essure (fallopian tube occlusion insert) inserted. It was not reported whether essure was used previously. After insertion, consumer experienced 6 months of heavy clotting and bleeding. She was diagnosed with a ¿double bacterial infection¿ that took 8 months to clear up. In (B)(6) 2013, she experienced a ruptured appendix, that was ¿sitting and rotting¿ for 2 months and had surgery to remove it. She now has another infection by her ¿belly button¿, that had a culture done and she is waiting for the report. She has been on multiple courses of antibiotic therapy. She continued to have severe pain on her left side that is worse when she was bleeding. Reporter causality: the relationship between 6 months of heavy clotting and bleeding, diagnosed with double bacterial infection that took 8 months to clear up, ruptured appendix that was sitting and rotting for 2 months, another infection by her belly button, and severe pain on her left side that is worse when she is bleeding and essure was not reported. Follow-up information received on 07-may-2014 with additional information on 12-may-2014: the consumer¿s concurrent conditions included obesity (bmi 36.48) and post-partum state (6 weeks). Previous gynecological problems/procedures, relevant medical history and concurrent conditions were denied. Essure was inserted on (B)(6) 2013. Depo shot was given 3 days after. Hsg was done twice: first and second ((B)(6) 2013) times it was fully blocked on both sides. The consumer confirmed the previously reported events. She also experienced sweatind mostly night time, cramps when she got to bed, spotting, gush of bleeding, abscess on her appendix and it was leaking until it got so big and about to rupture that she had to remove it. She stated she had bacterial infection which was inside of lady parts) ¿ it was extremely bad, all bleeding, irritated, itchy ¿ and treatment with antibiotics did not work. She also mentioned a cyst and infection in the umbilical area. Her first period after essure insertion occurred in (B)(6) 2013 and it was ok. The symptoms started in (B)(6) 2013. The consumer states she still had pain, constant sweating mostly at night, cramps when she got to bed, spotting and gush of bleeding. Tubal pregnancy was initially provided as diagnosis due to pain and bleeding, so hsg was re-done and infection got worse. It took till (B)(6) 2014 to get it cleared. 4 months of birth control pills and hormone pills were given to stop bleeding until (B)(6) 2014, but it did not do any good. She was given 2 shots in genital area, 4 rounds of antibiotics, and diflucan for yeast infection. The consumer was advised to undergo a hysterectomy to control the bleeding, but she did not want to get it done. On (B)(6) 2014, the consumer had a surgery at belly for cysty and infection ¿ it was not a laparoscopic surgery. The consumer was admitted for 2 ½ days for appendix removal surgery. The consumer considered all the events related to essure. Ptc results provided ¿ ptc global number: (B)(4). Medical assessment: the medical events reported are not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded ¿unconfirmed quality defect¿; risk category v: non-defective product. Based on the information available, there is no reason to suspect a quality defect. Final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. Follow-up received on 20-may-2014: no response received. Case considered to be closed. Follow-up information was received on 02-jun-2014. This case was now medically confirmed. The patient denied the use of any previous ius/iud, and any previous gynecological problems, procedures or interventions. On (B)(6) 2013 essure lot number 066891 was easily inserted. She was postpartum at that time (c/s (interpreted as ceasarean section) on (B)(6) 2013). Cervical dilatation (3 mm laminaria easily placed), sounding 8 cm and analgesia (narpin scc) were applied during insertion. The visualization of the tubal ostium was easy. Fluid loss during hysteroscopy was less than 1500 cc and the procedure did not take more than 20 min. Depo provera was used as back-up contraception. There were no related diagnostic tests performed as ultrasound, flat plate x-ray, MRI, cat-scan, relevent blood tests or allergy tests. No pathology results, no hospitalization occurred. On (B)(6) 2013 the patient was seen for abnormal uterine bleeding and cramping. On (B)(6) 2013 hsg was performed. It was reported that the physician medically confirmed the events. No outcome was provided. The reporter was not aware whether essure had been removed. Follow-up received on 10-aug-2016: information received via legal claim from a lawyer on behalf of a female plaintiff states that on or about (B)(6) 2013, following discussion with her physician concerning safe and effective birth control options and consideration of material concerning the essure device, plaintiff underwent the essure procedure. In or around (B)(6) 2013, she began to experience symptoms that included but are not limited to, incontinence, dysuria, painful bloating, irregular and painful menses, heavy bleeding, frequent bouts of bacterial vaginosis, weight gain, loss of libido, sharp stabbing pelvic pains, wood swings (as reported, understood as mood swings), discharge, hot flashes, painful intercourse, and back pain. On or about (B)(6) 2014, it was determined that plaintiff required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. In addition, it was informed that plaintiff did not become aware or form a belief that her symptoms and injuries were caused by essure device and/or wrongful conduct until a later date when she became aware of women experiencing similar complications. Most recent follow-up information incorporated above includes: 25-jan-2018. Reporters added historical condition, laboratory data were added. Suspect drug inaction. On unknown date she, one coil was bent in a full circle, joints (hips, knees, ankles, severe- constant, almost every day at others, feet pain, allergies (I now have celiac's disease), bladder infection, urinary tract infection. In 2013, she had bacterial vaginitis, nickel allergy. In (B)(6) 2013, she had vaginal bleeding, menorrhagia. And updated events and onset date of event. In (B)(6) 2016 (previously reported as 2014), )she had removed essure device. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
(B)(4).